Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. There was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). Foreign material remaining in the device was attributed to incomplete reprocessing due to leakage from biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: detection method is described in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.